Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description provided, a likely cause is a leak at the bubble trap. The customer reported using a inline hand pump without a gauge to pressurize the device. Use of a hand pump can result in pressures exceeding 300 mmhg and result in ranger disposable set leaks. Without a pressure gauge the clinician cannot ensure pressure does not exceed 300 mmhg. Operator's manual and disposables instructions for use include, do not exceed 300mmhg pressure and ensure inline hand pressure pumps or other pumps do not exceed 300mmhg pressure. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked blood at the bubble trap when they pressurized the cassette. A inline hand pump without a pressure gauge was used to increase the flow rate. No injuries or medical interventions were required due to the alleged malfunction.